Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient said they are having a CT scan on monday and wanted to know if they needed to do anything with the device. Reviewed with patient that they don't need to do anything with her device. Patient also mentioned that they have another uti that her doctor is dealing with. The first time they got the uti was on the 4th of september. They saw the doctor on the 10th and they ordered a prescription because they told the doctor how intense her symptoms were. They gave them a sample and sent it for a culture. They put her on nitrofurantoin on the 20th of september. The 5-day protocol didn't clear it up. They had to go in again and they had to categorize her, take a sample, and put them on augmentin. On the (B)(6) they saw her primary care doctor and they said they were going to put the patient on augmentin for a longer period for 7 days because of her overall general health. The device is working, it's just her body is abnormal.